Event description:
It was reported that they are getting artifacts in the scans, causing the patient to be re-exposed. It was determined that this was a power issue due to a loose wire. Once the loose wire in the relay was fixed, the system is working as intended.